Event description:
Iq200 automatic urine microscopy analyzer reporting false negative/false low cels.

Manufacturer narrative:
Iq200 automated urine microscopy analyzer reporting false negative/false low cels. Upon review of the qc log it appears that the filter has been blocked. Fse found that the focus was failing due to air being drawn into the system. No change in patient management as reported.